Manufacturer narrative:
Concomitant products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient never had therapeutic effect. The patient had ¿tried this thing and tried this thing,¿ and had gone to the healthcare provider (hcp) for programming, but he has gotten no relief and gave up on it. He thought the implantable neurostimulator (ins) would ¿educate itself to my pain¿ but it had not. He had problems since implant and was thinking about taking it out. This was a bad time of year for him as he had taxes to do, he had chronic obstructive pulmonary disease (copd), trying to get supplies for the continuous positive airway pressure (CPAP) machine, insurance kept changing, and he had ¿10 million other things going on.¿ it was noted that he had had 4 back surgeries. His right hip was hurting and that was the reason for the ins. Before the implant when his right hip was hurting, if he kept going and ignored it his left hip would start hurting. After the implant his right hip was helped, but not his left. He had been ¿chasing that ever since.¿ it was also noted that he got a shock under his heart before the rib cage, down to his toes. It was like he wanted to bend his knee and draw his leg up. The patient was not sure when it happened. He had seen the hcp and manufacturing representatives (rep) half a dozen times since implant. The patient had been in pain since 1989 and the ins helped his right hip but it was starting to hurt again, which started about the last month. He was told to turn the ins off for a few days to see if the ins worked. After a few days he was ready to turn it back on. This happened when he went to the doctor, about 5 times last year. He had an appointment this month with the hcp and he ¿just wanted a shoulder to cry on.¿ it was later reported that a rep only made adjustments at the first post-op appointment on (B)(6) 2014 to get more in the left hip. The second post-op, on (B)(6) 2014, the patient was doing well and was getting stimulation in desired areas. The rep saw him again on (B)(6) 2014 to try and adjust more in the right hip. The rep had not received any phone calls from the patient or from the doctor¿s office regarding him. It was noted that the patient was a very nice gentlemen, but was very quick to become discouraged and frustrated. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
The conclusion code no longer applies.

Event description:
It was reported by a consumer on (B)(6) 2015 that the patient was having a heck of a time getting it to change programs and getting it to charge. He usually got 2, and then when he would get 6-8 bars he would be afraid to move. By then, he would be sore from recharging and it would take 3-4 hours to charge. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. Additional information was received on (B)(6) 2017 from the manufacturer representative reporting that the patient had a planned explant of the system due to the patient becoming overwhelmed and discouraged by trying to recharge. The patient decided to just stop charging and that the system did not help their pain. The battery was 50% charged at the time of the visit on (B)(6) 2017 and the usage read out as 13%. It was noted that the patient had not reached out to the manufacturer representative in some time regarding recharging or reprogramming. Patient weight and patient medical history information was asked but would not be made available. The patient was reported to be alive with no injury at the time of the report. No further complications were reported.